Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During examination of the returned pressure guidewire, it was observed that the hypotube was kinked at multiple locations. The pressure sensor was intact; however, the proximal coil was not fully engaged and was detached from the sensor housing thread and protruding. The signal test was performed and the device failed by producing an intermittent pressure signal when the device was manipulated just distal to the connector. It failed to produce a stable pressure curve. When carefully examined, no parts were noticed to be missing from the device. It is possible to cause the observed damage if the device is impacted, manipulated or if excessive force is applied. Excessive flexing can break or damage the internal components. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There was no pt injury and no adverse events reported. The pt was released from the hospital according to the original treatment plan and is in stable condition. This event is being reported as it is not possible to determine when the proximal coil became detached. No further action is required.

Event description:
It was reported that after normalization, before administration inside the artery, the curve became invisible. Another pressure guidewire from another manufacturer was used and the procedure was completed. There was no pt injury and no adverse events reported. The pressure guidewire was received and during evaluation, it was observed that the proximal coil was not fully engaged and was detached from the sensor housing thread and protruding.